Event description:
Per the clinic, the patient experienced non-auditory stimulation and pain with device use. Neural response telemetry was attempted; however, no measurements were obtained. The device was explanted on (B)(6) 2012, and the patient reimplanted with a new device during the same surgery. The manufacturer became aware upon receipt of the explanted device on (B)(4) 2012.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
This report is filed (B)(4) 2013.